Manufacturer narrative:
Based on the follow up information received, there are not two incidents. Lot #'s 7061u10qx and 7077u10qx were both reported as the customer was unsure as to which lot number was used on the patient. This complaint has been ammended to correct the initial MDR as filed in error based on inaccurate reporting by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/23/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the balloon would not deflate after intubation. No patient harm was reported.